Event description:
Hcp reported the pt presented early as pain returned. "Pump has always appeared to run slightly fast since implant, i.e. Less in reservoir at refill than indicated on readout" the pump was empty but the readout indicated 5ml was the expected reservoir volume. 7 hours following a routine refill. The pt experienced respiratory arrest and was "resuscitated". The pump was stopped and emptied, "16 ml left of the 18 ml refill". The pump was scheduled to be explanted in 2003. It was not be sent back to the manufacturer for analysis. A follow up report will be sent when additional info is received.